Manufacturer narrative:
Device evaluation: the report of a potentially compromised driveline was confirmed based on the evaluation of the explanted pump. The pump was returned assembled with the driveline severed less than 1 inch from the pump housing and an approximately 18 inch portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Continuity testing was performed on the pump end portion of the driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed and examination of the underlying wires revealed no anomalies. Electrical continuity testing of the 18 inch portion of driveline revealed that all wires were electrically intact. The shielding and bionate were removed, and examination of the underlying wires revealed insulation breaches in the brown and red wires approximately 6 inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the brown and red wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. If present at the same time while the pump was in operation, the disruptions in the wires could have also interrupted function as a result of a phase to phase short if the exposed conductors from the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of driveline repair on (B)(6) 2016 is covered under medwatch MFR report #2916596-2016-01399. (B)(4). Approximate age of device ¿ 1 year and 9 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was previously reported that on (B)(6) 2016, the vad system produced a low speed advisory on a grounded power module patient cable immediately after a distal end driveline replacement was performed. The patient was provided an ungrounded patient cable for use while on power module support. On (B)(6) 2017, the patient underwent a pump exchange due to the suspected internal driveline fracture.